Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy, complex regional pain syndrome type 1, and spinal pain. It was reported that the rep met with the patient last week to reset the ins. The rep stated they performed an antenna locate (al) and saw a power on reset (por) quickly after that. They noted they did not have to perform a physician recharge mode (prm). The patient did not maintain recharging due to an issue with recharging. The patient indicated it was getting harder to locate the ins with the insr and it was taking longer when finally the insr would not connect to the ins at all. During the call, the patient also reported an issue with the insr. They stated there was a screen with ¿person standing with recharger going to them.¿ the steps to reset the insr were reviewed and the patient saw the splash screen. The patient confirmed they saw the ¿reposition antenna¿ screen and then saw the normal recharging screen with coupling bars. No symptoms were reported. No further complications were reported. Follow up conducted.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the power on reset (por) occurred because the device was in overdischarge. The patient recharged and no other problems were reported. The patient was reprogrammed. No further complications were reported. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.